Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the c9960a, sterling gator shaver blade, 2.0 mm was being used on (B)(6) 2025 and ¿we had a gator shaver (ref: c9960a/lot: 1436294) break inside a patient, loose pieces were retrieved and I am sending them in along with the rest of the part.¿ the surgeon clipped the shaver with the camera. There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The examination of the returned used device, item c9960a, found inner blade broken off at the tip. Broken piece from the inner blade was returned. A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be the use of excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not use burs for plunge cutting. Injury or damage may occur. Do not stall handpieces, damage can occur. Continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the c9960a, sterling gator shaver blade, 2.0 mm was being used on (B)(6) 2025 and ¿we had a gator shaver(ref: (B)(4)/lot: 1436294) break inside a patient... Loose pieces were retrieved and I am sending them in along with the rest of the part.¿ the surgeon clipped the shaver with the camera. There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.